Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient presented to neurosurgery with scalp pain earlier in june. Upon inspection, there was scalp erosion and infection of the area, with a lead extruding from scalp. The patient underwent an rns system explant (neurostimulator and four leads). Additional details were not provided.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Original report: the patient presented to neurosurgery with scalp pain earlier in june. Upon inspection, there was scalp erosion and infection of the area, with a lead extruding from scalp. The patient underwent an rns system explant (neurostimulator and four leads). Updated information: on (B)(6) 2024, the patient reported drainage from the top of her head while washing her hair. Examination revealed an area of excoriation. The patient was given a course of antibiotics. She was re-evaluated a week later, and the drainage had resolved, however a lead was exposed, having eroded through the skin. 6/20/24 she was taken to the or for exploration, and once her hair was clipped, she was found to have at least three areas of lead exposure due to erosion through the scalp, and an area of erosion over the posterior corner of the generator. The decision was made at that time to remove the entire system, as there had been multiple areas of lead and generator exposure for an unknown period of time. Cultures taken during clinic were positive for s. Aureus. Antibiotic treatment included oral and IV. Keflex (1 week), oxacillin (4 weeks). Diagnosed as a deep incisional infection with areas of scalp erosion with exposure of leads and generator (erosion).